Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check heater line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. There was use error identified during troubleshooting; the patient disconnected the heater bag and connected a new solution bag after the alarm. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the home choice (hc) during last fill. The baxter technical service representative (tsr) helps the home patient (hp) to end therapy early because they had disconnected the heater bag and replaced it with another one. The hp will continue therapy and contact the peritoneal dialysis nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.